Event description:
Loose luer lock connections at site where smith medical 7" standard bore extension set connect to primary IV tubing. The threading loosens when and the IV leaks at the connection site. Requires frequent checking and tightening.